Manufacturer narrative:
On 04/22/2019, mentor received additional information about the event. The explantation date for the suspect medical device is (B)(6) 2019. On 04/29/2019, mentor received additional information about the event: - the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. - the concomitant product is a mentor smooth round moderate plus profile 475cc saline breast prosthesis, catalog #3502475, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/15/2019, mentor completed the investigation on the suspect medical device. During evaluation of the sample some creases were observed on the anterior and posterior aspect. Leak testing revealed six tears, the tears a,b and c in the anterior view, measurement approximately 0.1 cm , <0.1 cm and <0.1 cm respectively and the tears d, e and f in the posterior view, measurement approximately the three tears <0.1. Within crease the tear a was noted. Microscopic examination was performed in the other tears remaining and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that (B)(6)-year-old asian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 475 cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.